Manufacturer narrative:
(B)(4). Evaluation method: (films). Evaluation results: inherent risk of procedure (endoleak, migration, surgical conversion). Patient¿s condition affected effectiveness of device (disease progression, angulated neck and aneurysm morphology changes). Evaluation conclusion: inherent risk of a procedure (endoleak, migration, surgical conversion). Device failure/lack of effectiveness related to patient condition (disease progression, angulated neck and aneurysm morphology changes).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Currently aneurysm and vessel morphology was reported as the proximal neck diameter is 33mm and 44mm right above the aneurysm entry. The proximal neck length is 35mm. It was reported that there was a type I proximal endoleak and migration due to aortic neck angulation of 45 degrees, vessel dilation, and disease progression. Another manufacturer¿s cuff was placed two years post index procedure. Approximately four years from the intervention, it was reported that the aneurx and the other manufacturer¿s cuff were no longer connected; therefore, there is a significant type iii leak. There is also a type I leak around the other manufacturer¿s cuff, right below the renal arteries. The neck is 33-40 right below the renal arteries and there is no wall apposition of the suprarenal cuff. The patient received an intervention with an open repair to resolve the type ia endoleak. During the intervention, the physician removed the other manufacturer's cuff and a small amount (10mm) of the superior aspect of the medtronic main body. The patient was critically ill seven days post op open repair. No additional clinical sequelae were reported and the patient is stable. A review of returned films 6 years post-implant revealed that the aneurx bifurcate had fallen into the sac. The other manufacturer¿s aortic cuff was positioned just below the renal arteries in the short neck, and the cuff had separated from the bifurcate with a visible type iii junctional endoleak. The proximal neck was angulated approximately 90deg to the bifurcate. The max diameter aaa measured 7.7cm. No stent graft kinks and both limbs were patent with good distal sealing bilaterally. Earlier follow-up images were not provided. The cause of the migration was likely due to disease progression, angulated neck and aneurysm morphology changes. The unknown interaction between the other manufacturer's cuff and bifurcate may have contributed to the separation of stent grafts.